Manufacturer narrative:
Upon an evaluation of the returned device this complaint was confirmed. The pump was evaluated at the (B)(4) service center on (B)(4) 2014. A faulty main pc board and leaking vacuum inlet tube were ruled as the most probable root cause. Additionally, top and bottom cases and were found broken. As a corrective action all damaged components were replaced; the repaired device passed all functional tests and was confirmed working within specifications (refer to (B)(4)). Review of complaints history for renasys go pump serial # (B)(4) indicates one (1) unrelated complaint has reported against this device previously. Complaint (B)(4) was initiated due to device charging issues, the complaint was not confirmed as the unit was evaluated and found working properly, and no root cause was identified. No further actions are necessary. There are no indications of patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Loss of suction not alarming, minimal suction.